Manufacturer narrative:
(B)(4). Date sent: 8/28/2024 additional information was requested and the following was obtained: cartridge used with product code: ec45a

Manufacturer narrative:
(B)(4). Date sent: 7/8/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled? Suture sewing how much blood was lost (ml)? About 50ml did the patient require a transfusion? No.

Event description:
It was reported that during the left upper and lower lobe wedge resection of the lung surgery, after fired, oozing occurred. Suture was used to oversew. No additional information could be provided.